Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that within the surgery the compression screw couldn`t be screwed into the slot hole. The surgery was successfully completed without the compression screw.